Manufacturer narrative:
The device will not be returned for evaluation as the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a patient presented with grade 3-4 degenerative tricuspid regurgitation (tr) for a triclip procedure. The triclip steerable guide catheter (tsgc) was prepped and was inserted into the anatomy. As the dilator was pulled out, the tsgc was aspirated and a loss of column was observed. The device was removed and re-prepped, and a loss of column continued to be observed. A replacement completed the procedure, and 1 clip was implanted. The tr was reduced to grade <1. There was no adverse patient effect.

Manufacturer narrative:
The device was not returned. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. Based on information provided and without the device to analyze, a cause for the reported leak/splash (loss of fluid column during procedure) could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.